Event description:
It was reported that the customer received a button error alarm, as well as a weak battery alarm. Customer's blood glucose level at the time 334mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Keypad traces. No further testing could be performed due to unresponsive keypad. The insulin pump was received with minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.